Manufacturer narrative:
Initial and final (B)(4) - device 7 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 10 infusion sets plastic packaging with red strip was missing events on 19-oct-2024. No further information.